Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold, variation in sensing and noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. There were no patient consequences.